Event description:
It was reported that when the device was used during an unknown procedure, the staples would not close when fired. Opened another device to complete the case. There was no consequence to pt.